Manufacturer narrative:
Product code = dqx. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, damage was found on a straight tapered heparin coated movable core wire guide as the user attempted to insert the wire into an unknown catheter. Another wire was used to complete the procedure. A photo was provided by the customer, showing an off-set coil with what appears to be separated material. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. A review of the dimensional verification, complaint history, device history record, documentation, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed one used tmtna-35-145-sgh-bh was returned to cook for investigation. Physical examination of the returned device found wire damage with two sections where the wire had offset coils. The first offset coil section was located at 143.2cm from the proximal end. The second offset coil section was located at 143.8cm from the proximal end. The wire guide overall length measured 147.3cm which is in manufacturing specification. The wire guide outer diameter measured at 0.0350" which is in manufacturing specification. When gauging the wire, the wire was unable to pass through the gauge smoothly due to the offset coils. The mandril was pulled out from the wire. No kinks were noted on the mandril wire. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions, specifications, and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.